Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient the device was unable to obtain an ECG signal via electrode pads and multifunction cable. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been to zoll for evaluation.